Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the first CT acquired the day after surgery revealed a subcortical peri-electrode edema around the left hemisphere lead. The severe peri-electrode edema led to motor complications in the right side of the patient - defective motor function of the right arm, face and a plegic right hand. No environmental/external/patient factors that may have led or contributed to the issue are known. The issue was not resolved yet and administering dexamethasone 12 mgr ev/day. The patient is still in the hospital and slowly improving their hemiparesis/motor deficit.